Manufacturer narrative:
(B)(4). Date sent: 7/19/2021. This device was reprocessed by another company. Responsibility for analyzing this device belongs to the reprocessing company d7b, h1, h3.

Manufacturer narrative:
(B)(4). Batch #: v94p61. Additional information was requested and the following was obtained: did the electrode ceramic separate or break off? No. Did the I blade get damaged or break off? Damaged. Is the jaw damaged but not broken off? Yes. Is the top jaw loose but not detached? Cant tell. Is the top jaw ptc material damaged? Cant tell. Is the black ptc in the upper jaw detached? No. Is the top jaw broken off the of the device? No. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic salpinjectomy the jaw broke off and was hanging by the electrode. It did not fall into the patient. Surgeon did not fire across metallic. The procedure was completed with a like device with no patient consequences.